Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The consumer reported a broken or bent or loose connector pin. The silver connector broke two days prior to this report. Stimulation stopped two hours prior to this report. No patient symptoms were reported. The patient's indications for use included failed back surgery syndrome and spinal pain. If additional information is received, a follow-up report will be sent.